Event description:
It was reported the patient underwent mitral valve replacement in 1997. In 2004, there was noted thrombus which resulted in an impeded valve. The patient was doing well after anticoagulants. In 2008, he developed shortness of breath and orthopnea and was admitted to the hospital. Echo revealed a stuck valve with a gradient of 20 mmhg. The valve was explanted and replaced with another manufacturer's 27m prosthesis.